Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer's blood glucose (bg) level was over 600 mg/dl. Reportedly, the customer administered a manual injection as well as a correction bolus to address elevated bg level and continued to use the pump for insulin therapy.